Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you please provide the batch number of the evicel application device? The lot number was 200007. Will the biologics and the application device be returned for evaluation? I have discovered that the account has not saved the damaged product. Nothing will be returned for evaluation. A manufacturing record evaluation was performed, and met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and a fibrin sealant was used. The kit was broken during assembly. Surgery was delayed three minutes due to this reported event. They opened a new kit to complete the procedure. No fragments were generated. No patient complications. No adverse patient consequences were reported. Additional information was requested